Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to operational circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5mm absorb scaffold was implanted in the distal left anterior descending (lad) artery at the (B)(6) hospital. After some time, the patient presented at the (B)(6) hospital, (B)(6) and a scaffold thrombosis was found. To treat the thrombosis, an unspecified drug eluting stent was successfully implanted. The patient is doing well. No additional information was provided.